Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their quality controls were out of ranges. Upon the ccc specialist's recommendation, the customer primed the dual resolution dilutor (drd) and placed the water bottle tubing directly into the water bottle and primed it. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse eliminated leaks within the fluidic lines and replaced the water line with a new one. The cse ran water test and quality controls, which were acceptable. The cause of the discordant results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an immulite 2000 xpi instrument stated that discordant results were obtained on multiple patient samples. It is unknown which discordant results were reported to the physician(s). The customer informed the physician(s) about the discordant results. The samples were repeated, resulting different than the initial results. The corrected results were reported to the physician(s) for patient samples that were initially reported, while the repeat results were reported for the patient samples which were initially held back by the laboratory information system. There are no reports of patient intervention or adverse health consequences due to the discordant results.